Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During a knee arthroplasty an unknown particle was noticed on the implant; it is believed the particle came from the impactor after impaction.

Manufacturer narrative:
Upon reassessment of the reported event based on additional information, it was determined to be not reportable.